Event description:
It was reported that the patient presented for a generator changeout procedure. During the procedure when the atrial lead was connected to the newly implanted pacemaker. The atrial lead exhibited noise. Programming changes were made on the device and the atrial lead was turned off. Patient was stable.